Event description:
(1/4 reference (B)(4) for related complaints) (documenting first event) per medwatch mw5107248: patient reported she had issues with 4 cassettes over the past month. She kept the cassettes but only has the lot information for two of them: 4203283 and 4173645. No patient injury.